Event description:
Reporter indicated that vns pt was hospitalized due to an increase in seizures. The pt was discharged after 5 days. Numerous medication adjustments were made during the pt's hospital stay. Investigation to date has been unable to rule out vns as a contributing factor to the pt's seizure increase. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator had not reached end of service.